Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual analysis noted via x-ray inspection that the device plasma fuse was intact. The device was was opened and the device current measurement was taken. The device was confirmed to have no telemetry as the battery was completely depleted due to a high current drain that came about when the fly-back transformer t101 suffered internal arcing damage during the pre-implant capform test.

Event description:
--

Event description:
Boston scientific received information that during a recent implant procedure, this device was unable to be interrogated following device testing. Prior to implant the device was tested with a programmer during the cap reform test the screen went blank and froze. The programmer was restarted and the device interrogated again; however the cap reform was unable to be completed on the device and an advancement cap reform bar blocked appeared. The device was attempted to be interrogated a third time and again the device was unable to establish telemetry communications or be interrogated. The physician elected to implant a new device to complete the procedure. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt this device will undergo detailed analysis in an attempt to confirm and determine the root cause of this event.